Event description:
A consumer reported having "reflections coming from the outer left side directly into my eye" following intraocular lens (iol) implant surgery. She further reported that "it is like I can see the edge of the lens all the time." In a f/u, the consumer stated, she sees a crescent shaped arc in florescent lighting that is present all the time unless she is in a dark room "watching tv with all the lights off." She also reported having photorefractive keratectomy (prk) in (B)(6) 2010. Her vision is good now, 20/30, but the arc she keeps seeing is a problem. The surgeon told her this should subside with time and that the lens is well centered and has not moved out of place. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/18/2010, 11/19/2010, 11/22/2010, and 12/06/2010 by phone, fax and mail. Additional information was rec'd on 11/19/2010 by phone. A completed questionnaire has not been rec'd. (B)(4).